Event description:
The customer reported that the device crackles a lot during the tests. Further information was provided that this was due to a defective capacitor. There was no reported patient involvement.